Event description:
Pt first seen at hosp in 2007. Ventricular lead impedance measured 220 ohms. Pt is pacer dependent in ventricle. Pt rechecked 8 days later. Ventricular lead impedance down to 217 ohms. Pacing in ventricle 100% of the time. Lead cut, capped, & replaced 12 days later @ hosp.